Event description:
The customer reported that there was an 'saturation fault error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The p3 connector on the battery charging pcb was evaluated and repaired. The igbt assembly was also evaluated and replaced. The hv connections were also evaluated and secured. The system was tested and found to be working as intended and returned to service.